Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the cp5. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. System functioning properly. Preventive maintenance performed as per livanova guidelines. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a cp5 gave an error message and pump did not run. The issue occurred at setup. There was no patient involvement.

Manufacturer narrative:
H11: the review of the complaints about the impacted device has been performed, highlighting that this has never been complained about, neither similar complaint concerning trend has been identified. Based on all the collected information and considering that the unit is still in use without showing further deviations, the most likely root cause of the reported event is traced back to an isolated communication loss, solved by switching the cp5 system off and on again and/or by reseating the cp5 control panel.